Event description:
It was reported that a tsb35 was used during a video assisted thoracic surgery procedure. It was reported by the affiliate that on the third firing the anvil dislodged. The case was completed without difficulty. There was no consequence to the pt.